Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not beep or sound any volume when high or low. Customer performed self test and it did not sound the beep. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.